Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that it appears that at some point the IV tubing port broke is such a way that it was leaking probably within an hour of starting to head down to MRI to when we were in MRI. MRI pt heparin tubing for heparin infusion back flowed blood and was leaking from the port closest to the patient. Pt has been on heparin infusion. No problem noted not leaking seen prior to being in MRI. Pt heparin tubing was disconnected from other infusions and running via rfa piv alone to promote accurate lab draws after PICC line placement. Nothing abnormal noted when these changes made. Pt went to MRI soon after and 5 lengths of extension tubing added to line.